Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that during an unspecified surgical procedure, it was observed that the seal of the sagittal saw attachment device was no longer in place. It was reported that there were no delays in the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was inadvertently documented in the previous report that the device manufacture date was february 01, 2017. It has been updated to june 11, 2015. UDI has been updated accordingly. If additional information should become available, a supplemental medwatch report will be sent accordingly. It was documented in the previous report that the device was returned. Complaint review determined that as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was inadvertently documented in the initial report that the catalog name and serial number (sn) were 532.021 sn (B)(4). The catalog name and sn have been updated to 532.101, sn 8759. The brand name and UDI have all been updated accordingly. It was inadvertently documented in the initial report that the device manufacture date was june 11, 2015. It has been updated to february 01, 2017. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device control unit did not function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.